Event description:
It was reported that a patient had a system error (se) 2240 during peritoneal dialysis (pd) therapy, which occurred on the homechoice (hc) during the initial drain. The home patient (hp) was not connected to the machine at the time of the alarm. The hp was not connected at the start of the initial drain. The technical services representative (tsr) explained the alarm and had the hp cycle power to clear the alarms. The tsr advised the hp to start over with all new supplies. The tsr advised the staff nurse to disconnect the hp and call the pd nurse or doctor. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore, no further investigation will be performed. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs the user to connect the transfer set to the patient line prior to starting the initial drain. If additional relevant information is received, a follow-up will be submitted.